Event description:
A mannkind clinical trainer reported that a patient using v-go had to go to the hospital for high blood sugar levels (around 600 to 700 mg/dl). It was reported that the patient saw their healthcare practitioner (hcp) on (B)(6) 2023. No additional information was reported at intake. There was no device available for return to the manufacturer for evaluation.

Manufacturer narrative:
Adverse event (ae) assessment: ae assessor contacted the v-go patient. Patient is reporting he does not know what happened. He reports no recent illnesses. He had 2 days of vomiting and was not able to keep fluids down. His continuous glucose monitor (cgm) reported hhh and glucometer was high. No numbers were reported. He went to the hospital and blood sugar was 864. He was in the intensive care unit (ICU) for 3 days and medical floor for 2 days. He had a nasogastric (ng) tube. Discharge papers list diabetic ketoacidosis (dka), metabolic acidosis, acute kidney injury (aki), hypomagnesemia, hypophosphatemia and mild malnutrition. Patient has type 2 diabetes mellitus (dm). He has been using the v-go 20 with humalog insulin since the end of (B)(6) 2023. He reports changing the v-go every 24 hours with no delay in treatment. He reports no issues with the start button, bolus ready or bolus delivery button. He would give 2 clicks per meal x3 a day and 1 click with snacks, up to 8 clicks per day. No leaking reported. No issues with adhesion. Device did not become loose or fall off. He did report difficulty with removing the adhesive residue tape. When he removed the device every 24 hours there was insulin still in the device. He was not aware the device had 18 bolus clicks. He denies any delay in treatment when removing and replacing a new device. He is no longer on the v-go. He is using insulin pens; lantus 22 units x1 day, novolog 4-6 units with each meal. He has completed virtual medical appointment with his hcp since hospital discharge. Patient reports he does not know what happened. Ae assessor also contacted the v-go trainer. She contacted the patient for a routine follow up call and he informed her of the hospitalization, dka, elevated blood sugar. She did not have any additional information to share except the client has followed up with his hcp. A blood sugar reading greater than 500 is considered serious. The patient's blood sugar was 864, very serious and required hospitalization. Patient does not report any mechanical issues with the v-go device. Suspect client had elevated blood sugars that continued to rise over two days vomiting and unable to keep fluids down. Client did not have enough insulin and fluids to manage/control his blood sugars. This report is limited to information reported from the v-go client. It is unlikely the elevated serious blood sugar readings are related to the v-go device.